Event description:
It was reported to boston scientific corporation on (B)(4), 2013 that a resolution hemostasis clipping device was used during an upper esophagogastroduodenoscopy (egd) for treatment of a bleeding vessel on (B)(6), 2013. According to the complainant, during the procedure, the resolution clip was bound in the sheath and could not be advanced into the patient's stomach. The procedure was completed with epinephrine injection and two additional hemostasis resolution clip devices. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Investigation results revealed on (B)(4), 2013 that the clip assembly was mashed onto bushing. This is now a reportable event.

Manufacturer narrative:
Additional device info: it was reported that the complaint device originated from one of two batches: batch# (B)(4), batch manufactured date: 03/05/2013, batch expiration date: 02/29/2016. Batch# (B)(4), batch manufactured date: 06/25/2013, batch expiration date: 06/30/2016. (B)(4). Visual evaluation of the returned device revealed that the clip assembly was mashed onto the bushing. The prongs were not locked into the capsule. The over sheath was cut at the distal end and there was a kink in the control wire. Product analysis did not confirm the reported complaint. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed for each of the reported batches; no anomalies were noted.